Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging device has strange odor, pneumonia, device hot to touch, uses water fast, visualization of particles. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information about an alleged pneumonia, visualization of particles. The device was returned to the manufacturer's product investigation laboratory for investigation. During the inspection, the manufacturer using a known good power supply and power cord and observed the following from an external and internal inspection. An unknown black dust-like contamination, inconsistent with degraded sound abatement foam, at the air inlet of the blower box, white dust-like contamination on top of the blower motor, isolators, and the blower motor seal, potential mineral deposit spots on the bottom of the blower motor and on the bottom of the blower box, indicating potential water ingress, tiny unknown black specks of contamination on the front panel. Also, a few tiny pieces of potential hair or fiber on the front panel, black contamination, consistent with keratin, at the air outlet of the blower box, unknown brown and black, inconsistent with degraded sound abatement foam, dust-like contamination on the bottom enclosure. Also, potential hair or fibers on the bottom enclosure, black, inconsistent with degraded sound abatement foam, particle contamination and potential hair/fiber contamination on the rear panel, white dust-like contamination on the blower box lid, unknown white flakey substance on the blower motor. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. Evidence of sound abatement foam degradation/breakdown was not observed. The device's downloaded event log was reviewed by the manufacturer and found zero error. The manufacturer unable to directly address the symptoms outlined in the complaint and they was not able to confirm the presence of degraded sound abatement foam. The manufacturer can confirm the presence of contamination in the airpath. In this report, section h6 has been updated.